Manufacturer narrative:
Service received the device for further evaluation. Service confirmed the reported failure and replaced the device.

Event description:
The customer contacted verathon inc. Regarding a glidescope gvl 5 that has a blurry camera. The customer wiped the camera off and confirmed that there is no condensation in the camera. The picture quality was still poor. Also, during trouble shooting the customer tried other monitors and the problem followed. In addition other blades were tested with the original monitor and the picture quality was fine. The customer sent the device for further evaluation. No patient injury was reported with this event.